Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that ext low1 (exit power low) had occurred in the ltv 2150 ventilator. The patient was provided with alternative ventilation during the event, and so was not harmed.